Event description:
The recanalization of a totally occluded left sfa with atherectomy and stenting was performed on (B)(6) 2013 via right femoral access. The physician introduced 6mm spiderfx into the left popliteal artery, and then performed plaque excision of the totally occluded left sfa with one pass. After atherectomy, balloon angioplasty of left sfa with 5x200x150 powercross balloon was performed, followed by stenting of the distal to mid sfa with a 6x150x120 everflex stent, and stenting of the mid to proximal sfa with a 6x120x120 everflex stent. The physician overlapped the stents approximately 1cm or 10mm. Once the stents were implanted, the physician post dilated the stent with the same 5x200x150 powercross balloon. On (B)(6) 2013 the physician performed a diagnostic procedure of the left sfa and saw that the 6x150x120 everflex stent had fractured in two places, dividing it into 3 pieces. It also pulled itself distally taking away any overlap with the previously implanted 6x120 stent, leaving a 1cm gap between the 2 stents. The sfa is still patent and no injury was noted, however, the 6x150x120 has broken into 3 separate pieces.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number was unknown. Additional information has been requested. Should it become available a supplemental report will be submitted. Two images received.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Cine image review: two cine images were provided for evaluation of this event. The first cine image documents a contrast injection in the sfa. The vessel was threaded with a guidewire. The image does not provide enough resolution to determine whether there is a implanted stent in the sfa. A radiopaque measuring tape was in the image but there were no visible landmarks to measure. The second image documents parts of two stents deployed in the sfa. The image as received was digitally enhanced to improve image resolution. The image indicates that one of the stents exhibited two fractures tearing the stent into three segments. The three segments were separated from each other approximately 1cm. The image resolution of either image was not adequate for strut configuration evaluation. The image does not show one of the end points of either stent deployed.